Event description:
It was reported that the when the programming head was placed on the device for an interrogation, the telemetry drained the battery enough to cause loss of pacing and the patient went unresponsive due to a low/no heart rate. It was noted that the patient had been non-compliant and the device had hit elective replacement indicator (eri) about 8 months ago. The patient was taken to the emergency room via ambulance. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.